Event description:
The distributor reported that the pt passed away following an episode of severe hypoglycemia. No autopsy results or additional information regarding the cause of death are currently available.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.